Event description:
The customer reported ion selective electrode (ise) reference noise errors for sodium (na) and calcium (ca) during calibration and fluid leaked at the base of the ise module, the drip tray, and a small amount on the floor, involving the unicel dxc 800 synchron system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed and results were not generated. The customer performed troubleshooting and refitted tubing #15 and resolved the issue. The customer cleaned and rinsed the fluid spill and verified repairs by priming all ises fifteen times to verify system operation. The instrument performed within specifications.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. The instrument was in normal operation. (B)(4).